Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin irritation. The patient's blood glucose (bg) values reached 412 mg/dl. For treatment, the patient was prescribed keflex at 500 mg to take 2 times per day for 7 days and mupirocin ointment. The pod was worn longer than 48 hours on the abdomen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.